Event description:
Customer called and reported connector damage. Customer reported that connector of the recorder is deformed. Charge and reset was completed successfully. Nothing further reported.

Manufacturer narrative:
Findings: unit received with broken reset switch sw1 on m/b.